Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a shocking or jolting sensation up his back when using one specific program. He has turned that program off. There was no known accident or incident related to this event. He was at home and going to schedule an appointment with his doctor for reprograming. Additional information has been requested.